Event description:
It was reported that a new ilet user experienced hypoglycemia after announcing a meal at a blood glucose of 116 mg/dl, eating less than expected, and subsequently suspending insulin during travel without immediate access to carbohydrates; the user later treated with glucose tablets, saw a rebound hyperglycemia followed by another low below 70 mg/dl, suspended insulin again, and was counseled to avoid suspending therapy and to treat lows with 15 g carbohydrates every 15 minutes to allow algorithm learning. Symptoms included hypoglycemia with a lowest reported value of 57 mg/dl and no reported acute neurologic or cardiopulmonary manifestations. Outcomes included self-treatment without medical intervention or assistance, restoration of glucose to 147 mg/dl at the time of the call, and no hospitalization. Investigation included complaint intake, user interview, review of event details, and provision of troubleshooting and education. Investigation of this case revealed user management factors, including meal underconsumption relative to announcement and suspension of insulin that interfered with automated insulin modulation, with device alerts for low glucose functioning. It was concluded, based on previously established findings for similar reports, that the cause was unclear and consistent with user-related factors and physiological variability leading to hypoglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.